Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50087isp, mfg date: 09/08/2008, exp date: 09/30/2014. Batch 50349isp, mfg date: 10/22/2009, exp date: 10/31/2014. Batch 50458isp, mfg date: 11/04/2009, exp date: 11/30/2014. Batch 50459isp, mfg date: 11/11/2009, exp date: 11/30/2014. Batch 50460isp, mfg date: 11/16/2009, exp date: 11/30/2014. Batch 50522isp, mfg date: 11/23/2009, exp date: 11/30/2014. Batch 50523isp, mfg date: 12/10/2009, exp date: 11/30/2014. Batch 50524isp, mfg date: 12/12/2009, exp date: 11/30/2014. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010 and a drain was placed at the bottom of the right pelvis. On (B)(6) 2010, the drain was removed. After that, the pt had an stomach ache and fever. Within six hours, the surgeon re-opened the pt's abdomen, with a 15cm incision. The surgeon found a small bowel perforation and peritonitis. The pt underwent a partial resection of the small bowel and intraperitoneal irrigation. Discharge is planned for early (B)(6) 2010. The pt is in stable condition except for the wound infection which treatment is planned. The surgeon opines that the possible cause was the side of the drain may have compressed the small bowel or the small bowel was damaged during surgery because it was compressed by the sponge. The rectal cancer was stage IV, so the tissue condition was not good.